Manufacturer narrative:
Following return and completion of laboratory analysis, this event will be further updated.

Event description:
It was reported that during a recent in office follow-up, this device exhibited an accelerated battery depletion rate. No resulting adverse patient effects were reported prior too, nor during the device replacement. The explanted unit is expected to be returned for laboratory analysis.